Manufacturer narrative:
The distributor indicated that the pump had powered down twice after running for only 30 seconds. The distributor attempted to obtain additional event details but none were available. This event could initially not be investigated further since the pump was not available for evaluation. Subsequently, on 11-jul-2024, the pump was returned to infutronix for investigation. The results of the investigation are not yet available. However, a follow-up report will be submitted once the investigation is completed.

Event description:
Infutronix received a report that the patient experienced a power off multiple times during use. It was reported that there was no patient involvement.